Event description:
A durable medical equipment reported a remstar pro with c-flex device belonging to a customer of the dme was involved in a house fire. There was no report of patient harm or injury. The manufacturer requested the return of the device for evaluation and investigation of the alleged issue. The customer is still in possession of the device and is refusing to return the device for evaluation. A follow up report will be filed when the device is returned and the investigation has been completed.